Event description:
After a cardiac arrest 88-year-old female patient use, the customer reported that the autopulse platform (sn (B)(6) ) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The autopulse platform performed as intended during the call. Per reporter, the patient expired after she was dropped off at the ER department, and that the patient outcome was not related to the zoll autopulse platform.

Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell module 1. The cracked covers and load cell failure were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, multiple cracks were observed on the front and bottom enclosures. The observed physical damage is unrelated to the reported complaint and is characteristic of harsh impacts due to user mishandling. The front and bottom enclosures were replaced to address the issue. A review of the archive data showed multiple ua07 advisory messages, thus confirming the reported complaint. Initial functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell module 1 was defective. The failed load cell module 1 was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaints, and two similar complaints were reported for the autopulse platform with sn (B)(6). Ccr 45737 was reported on july 08, 2019, ccr 67577 was reported on aug 29, 2022, and the load cells were replaced. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.